Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: stent dislodgement. It was reported that while attempting to deploy the stent in a tortuous and calcified lad lesion, the stent dislodged from the balloon. Another company's balloon was used to position the stent in the target lesion and deploy it successfully with no harm to the patient. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.